Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the pump was explanted today, (B)(4) 2020 and the catheter tied off at the pump pocket. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving saline (unknown dose and concentration) via an implantable pump. It was reported the patient wanted the pain pump explanted. It was noted that the patient had saline in their pump per the hcp. Per the hcp, it was noted the patient was having pain at the pump site and wanted their pump explanted. It was unknown what factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. It was noted that the plan was to return the pump after pathology analyzes it. It was noted the rep would be notified after they were done with it to pick it up. It was noted that the issue was not resolved at time of report. It was noted the patient's status at time of report was alive-no injury. The patient's weight and medical history was and asked and will not be made available. The event date was asked, but unknown. No further complications were reported.